Event description:
It was reported when using the bd vacutainer® k2e (edta) 7.2mg plus blood collection tubes there were two abnormal additive form in the tube. There was no report of impact to patient or user.

Manufacturer narrative:
The following fields have been updated with additional information: d10. Device available for eval- yes. D10. Returned to manufacturer on: 21-feb-2024. H3. Device returned to manufacturer- yes. H3. Device eval by manufacturer- yes. H.6. Investigation summary: bd received 1 photo and 4 samples for investigation. The photo and samples were reviewed and the indicated failure mode for additive abnormality was observed. Evaluation of both photo and samples indicated tubes with larger than normal droplets of additive on the tube walls. Due to this, the additive has yellowed slightly on irradiation. This is recognized to be an aesthetic defect with no impact on the efficacy of the tube. Additionally, 100 retention samples from bd inventory were visually inspected with no additive abnormalities observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode, additive abnormality. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported when using the bd vacutainer® k2e (edta) 7.2mg plus blood collection tubes there were two abnormal additive form in the tube. There was no report of impact to patient or user.

Manufacturer narrative:
H.3: a device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.